Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old asian female patient who underwent a breast augmentation revision with a mentor memorygel xtra, 355cc silicone breast implant experienced bilateral capsular contracture grade IV postoperatively. The issue was diagnosed through patients¿ symptoms. As a result, patient underwent bilateral removal on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on february 27, 2023 indicated that the patient also experienced gel bleed, bilateral breast deformity. Patient also underwent bilateral removal of implants with removal of implant material, bilateral capsulectomies, and bilateral replacements as follow: left product code; lot/serial number (B)(6), cat: shpb285, right product code; lot/serial number (B)(6), cat: shpb285. Updated device evaluation completed on march 3, 2023: according to the information received, the patient reported a gel bleed in the smooth high profile xtra 355cc breast implant. Additionally, developed capsular contracture. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 355cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without gel bleed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 25, 2023, date of removal scheduled for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on february 20, 2023 device evaluation completed on february 23 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 355cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Date of removal updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).